Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the turbine fixed the reported issue.

Event description:
The customer reported that the ventilator is alarming vent inop and motor fault when it is power up and is not delivering any flow. No pt involvement.